Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a bad picture. The problem occurred during preparation for use/prior to sedation. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had a bad picture. The problem occurred during preparation for use/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A CAPA history review was performed on (B)(6) 2024. There is a CAPA identified that corresponds to wa50042a and the identified failure mode ¿bad picture¿. A probable root cause cannot be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the outer tube was dented. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.